Manufacturer narrative:
PMA/510(k) #: exempt. Patient code: no code available ((B)(4)) an additional procedure was required to remove and replace the device. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during an percutaneous catheter drainage (pcd) procedure an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed in the abdomen on (B)(6) 2018 successfully. On the (B)(6) 2018, a leak was found where the catheter and hub connect. The patient underwent an additional procedure to remove and replace the device without issue. As reported, the patient did not experience any adverse effects due to this occurrence.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
H6 - results code: (4210) leakage/seal. Investigation - evaluation: a review of the documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a visual inspection and dimensional verification were conducted during the investigation. The visual inspection of the returned device showed a damaged mac-loc catheter in the locked position. A leak test was conducted and confirmed the presence of a leak between the catheter tubing and connector cap. A tug and twist test revealed that the proximal assembly was secure. Upon removal of the connector cap, the suture string was found to be heavily wound in the threads. The flare appeared lopsided, had a lip, was blown out and was possibly missing a portion. Due to compression of the flare within the cap and the potential for damage upon removal, it cannot be determined if the flare was manufactured to cook¿s specifications. A document-based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Possible root causes have been attributed to the suture presence in the threads of the cap assembly causing interference with the seal during "torquing", an inconsistent flaring process and the silicone insert being punctured from improper threading technique. We have notified the appropriate personnel. Per the quality engineering risk assessment no further action is required. Appropriate measures have been taken to address this failure mode. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.